Event description:
It was reported that the patient presented with a broken abutment screw at tooth location #13. The dr attempted to remove the broken screw with a removal kit. The screw was not retrievable. The fixture was removed with a trephine. The site was grafted and the patient will return for a replacement fixture. There was no reported patient injury or delay in procedure.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the patient presented with a broken abutment screw at tooth location #13. The dr attempted to remove the broken screw with a removal kit. The screw was not retrievable. The fixture was removed with a trephine. The site was grafted and the patient will return for a replacement fixture. There was no reported patient injury or delay in procedure. D11: correction: 3i t3® non-platform switched tapered implant 4 x 13mm item #: bost413 lot#: unknown. G4: 01 jul 2019. A portion of the reported screw was returned inside the reported concomitant device. Visual inspection identified a portion of the fractured screw fractured inside it the implant. The reported condition of a screw that fractured within the implant was confirmed. A device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming product within specifications. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: nanotite parallell walled certain implant; item: (B)(4), lot: unknown. Occupation: clinician. Product has been received by zimmer biomet. The investigation has not yet begun. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient presented with a broken abutment screw at tooth location #13. The dr attempted to remove the broken screw with a removal kit. The screw was not retrievable. The fixture was removed with a trephine. The site was grafted and the patient will return for a replacement fixture. There was no reported patient injury or delay in procedure.